Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, a fissure was noted within the adhesive and inside the lumen just distal to the sense b electrode. The adhesive is used to secure and seal the sense b electrode following insertion of the conductors during the manufacturing process. Arc marks were also noted on the distal end of the shocking coil. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement and subsequently inappropriate shock. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddlers syndrome) is a contributing factor to damage of this type. Although a fissure was noted in the adhesive and arc marks around the shocking coil, laboratory analysis concluded that it would not have impacted the electrical performance of the electrode.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This device is currently with hospital pathology at this time and is not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that during interrogation the device exhibited charge time (CT) and long charge (lc) codes. Treated events displayed noise that was not marked and the system had no sensing. Imaging was performed which displayed the electrode had been twiddled back into the device pocket. Following recommendation, the entire system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.